Event description:
Information received indicates the hi/low function is slowly drifting down.

Manufacturer narrative:
The technician isolated the issue to grease migrating onto the floating brake drum on the drive. He cleaned the grease from the brake drum to repair the bed.